Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, main body fluid invasion, image capture unit fluid invasion, cable fluid invasion. Based on the results of the investigation, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an intermittent image. The issue occurred during a therapeutic transurethral resection of the prostate procedure that was able to be completed using the same device. There were no reports of patient harm.